Event description:
A caller reported that the pump battery was depleting too quickly, with the battery dropping from 50% to zero overnight. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.